Event description:
It was reported that the marker band moved and the polyurethane covering detached. It was reported that the vessel was only pre-dilated to 10f prior to insertion of the sheath. Reportedly, during the attempted retrieval of an ivc filter, there was difficulty capturing the apex of the filter with the cone. After several attempts to capture the filter apex, the cone was removed. It was observed that the polyurethane covering had completely detached and the marker band moved from the original location on the introducer sheath. The detached polyurethane was located on the filter and was successfully snared out completely, along with the filter. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The complaint sample has not been returned to the MFR for eval to date. The investigation is currently underway.